Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. On (B)(6) 2020, the patient used an enema due to 10 days obstipation without defecation. On (B)(6) 2021, the patient developed pain and could not sit down. On (B)(6) 2020, magnetic resonance imaging (MRI) showed spaceoar also in the injection route, through a wall defect in the rectum, in a tiny venule and a collection of different signal intensity, but with a tiny continuation with the rest of the gel seen in the prostate. There was some likely reactive edema in the wall of the lower and mid thirds of the rectum and presacral space. On (B)(6) 2020 the patient panicked after taking oxynorm. On (B)(6) 2020 the patient started antibiotics. On (B)(6) 2020 the patient began treatment of firmagon 240mg s.c and continued with pamorelin 22.5mg and bicalytamide 150mg for 6 months. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Medical device problem code a1502 captures the reportable event of gel misplaced, vascular. Clinical code e 9205 captures the reportable event of pain. Clinical code e2314 captures the reportable event of fistula. Block h11: blocks b5, and h6 has been updated based on additional information received on december 11, 2023.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on january 15, 2020. On (B)(6) 2020, the patient used an enema due to 10 days obstipation without defecation. On (B)(6) 2020, the patient developed pain and could not sit down. On (B)(6) 2020, magnetic resonance imaging (MRI) showed spaceoar also in the injection route, through a wall defect in the rectum, in a tiny venule and a collection of different signal intensity, but with a tiny continuation with the rest of the gel seen in the prostate. There was some likely reactive edema in the wall of the lower and mid thirds of the rectum and presacral space. On (B)(6) 2020 the patient panicked after taking oxynorm. On (B)(6) 2020 the patient started antibiotics. On (B)(6) 2020 the patient began treatment of firmagon 240mg s.c and continued with pamorelin 22.5mg and bicalytamide 150mg for 6 months. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information received on december 11, 2023. It was reported that upon further review of the images, a tract of the hydrogel connecting to the prostate capsule was identified, which raised the suspicion that the patient may have developed a fistula.